Event description:
This is the second of two reports on the same pt involving two products. Refer to medwatch 9681121-2011-00003 for a description of the first event. It was reported by the pt that she experienced discomfort and pain following contact lens use in her right eye. The pt reported medical intervention and recurrent corneal ulcers during a one yr period. The pt reports resolution of ulcers and currently wearing an alternate lens. Add'l info has been requested from the treating physician (s). Upon receipt of add'l info, if there is any further relevant info, a f/u report will be filed. This event is being reported due to the lack of info rec'd regarding the pt's treatment.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).